Event description:
The plaintiff's attorney alleged that the decedent experienced alkalosis, cardiac arrhythmias and death on (B)(6) 2006, after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products; associated MDR number: 1225714-2013-02999.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are: 1225714-2013-02998 and 1225714-2013-02999. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient experienced cardiac arrest.